Event description:
Per the clinic, the patient developed swelling and pain at the magnet site. The patient subsequently underwent surgical drainage of the swelling on (B)(6) 2026, under local anesthesia, and was prescribed both oral and intravenous antibiotics. However, the condition did not resolve. The device was explanted on (B)(6) 2026, and during the procedure, irrigation and debridement of the site were performed. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.